Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired across the appendix. Per the surgeon, the device had not completed the firing sequence. The appendix was transected and fell away from the jaws. After firing, the surgeon attempted to remove the device from the patient and was unable. The device would not disarticulate and would not open. The device had to be pulled out of the patient with the trocar. A new trocar was inserted. The transection of the appendix was complete at this point; therefore, there was no need to open a new device. The device will not be released by the account. The surgeon stated the device did not feel right when fired, did depress the knife blade switch but forgot to pull the handle to reverse the blade. The surgeon has been inserviced but is not a frequent user of the device. Sales rep provided additional inservice as result of the event.